Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient was scheduled for an neurostimulator (ins) explant today. Caller reported the patient was a poor healer. It was reported that the healthcare provider had been keeping an eye on the patient as she had a history of healing. Manufacturer's representative reported that there was a dime size whole on the ins suture line that had not healed. Caller reported as of now the physician would be explanting today and leaving the lead in place for further implant. Infection was not confirmed. No further complications we reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they had a terrible infection from their first device and had a new one reinstalled. No further complications were reported or anticipated.